Event description:
It was reported that the lead had high threshold. The lead was capped and a new lead was implanted. It was also reported that the device had high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. (B)(4): the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the lead had high threshold. The lead was capped and a new lead was implanted. No patient complications have been reported as result of this event.